Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bullectomy. According to the reporter:customer informs that the sulu was introduced and fired. The surgeon felt the firing was more difficult than usual and applied another sulu in order to finish the stapling and cut line. When removing this one they observed that the first stapling line had opened completely. They tried to fire parallel to the first staple line and the incident was repeated. Some staples fell in patients cavity and were retrieved using grasping pincers. Surgery was extended more than 30 minutes. There was less than 500 cc bleeding. The procedure was converted to open.the patient has had air leaks. Patient is released from hospital but with under regular controls.